Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 400-598 mg/dl. Reportedly, the customer was using humalog for 3 days. Tandem technical support educated customer on insulin labeling. Customer administrated an insulin injection to address high bg.